Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. Inspection found a broken grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed damaged conductor wire on the maryland bipolar forceps instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: intrument was inspected prior to use and there were no abnormalities and that were found. The internal wire was exposed due to damaged conductor wire insulation. The conductor wire broke, and electricity was able to be applied during the surgical procedure without any issues. There were no issues that the customer noted when removing the instrument.